Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an altitude alarm. Reportedly, the customer was able to clear the alarm and resume insulin delivery. Subsequently, the customer receive a minimum fill message after loading a cartridge with 95 units. The customer added insulin to the cartridge and completed the load process successfully. The customer's blood glucose level was 400 mg/dl.